Event description:
It was reported, a trochanteric nail broke. The nail was implanted in 2007. Pt was revised in 2009.

Manufacturer narrative:
Device will not be returned. Additional info has been requested. If the device or additional info becomes available, it will be reported on a supplemental report.